Event description:
The pt presented with septic shock and was diagnosed with prosthetic valve endocarditis. After antibiotic treatment, the sjm valve was explanted. Intraoperatively, paravalvular leakage, vegetation, and thrombus impeding the leaflets were observed. The pt had been compliant with taking warfarin since the implant surgery. A 21 mm bioprosthesis from another manufacturer was implanted and the pt has been discharged from the hospital.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A photo was received from the hospital revealing the inflow side of the valve contained dense red colored tissue on the surface of all three cups. The device history record was reviewed, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported vegetation, thrombus, and paravalvular leak remains unk. However, the pt was reported to have positive blood cultures of staphylococcus epidermidis with prosthetic valve endocarditis.